Event description:
It was reported that this right ventricular (rv) lead was explanted due to it exhibited high impedance and loss of capture (loc). The lead was successfully replaced. No additional adverse patient effects were reported.